Manufacturer narrative:
(Use outside of femoral artery). The device was not returned. The lot number was provided. Because, the device was not returned for evaluation, no manufacturing root cause could be identified. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the device, used a starclose se for arteriotomy closure after an anterograde, lower extremity, percutaneous transluminal angioplasty procedure for a grade IV arteritis. The access site was reported to be at the femoral arch. There was no report of any device issues during or immediately after device deployment. Arteriotomy closure was initially believed to be successful. The patient's condition was reported to be "good" on (B)(6) 2010. At an unspecified time, the patient experienced retroperitoneal bleeding from the access site which was not initially identified but was confirmed by echography. The patient reportedly lost one liter of blood and went into cardiac arrest. Her cardiac rhythm was "restarted"; however, she sustained a myocardial infarction and subsequently expired. At an unspecified time, the patient had surgery at which time it was observed that the clip was put in the tissue on top of the artery. The patient expired 48 hours after vessel closure. Though requested, no additional information was provided.